Event description:
User experiencing sodium imprecision approx. Once or twice per day. Only the following example was provided: initial result 126 mmol/l. Same sample repeated twice gave results of 139 and 138 mmol/l. If add'l information is received, appropriate notification will be provided.